Event description:
Tape was used to secure plastic tubing used for labor epidural on pt's back. Pt experienced significant contact dermatitis where tape was in contact with skin which blistered. Resolved after 7-10 days.